Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while hospitalized for a urinary tract infection, the user experienced prolonged hyperglycemia with a highest recorded blood glucose of 401 mg/dl lasting approximately 26 hours despite use of the ilet and multiple cassette/infusion set changes, after which glucose was managed with subcutaneous insulin injections. Symptoms included no reported clinical symptoms associated with the hyperglycemia. Outcomes included manual insulin dosing. Investigation included review of available device data and case details, user troubleshooting education, and assessment of use conditions. Investigation of this case revealed hyperglycemia of unclear cause with no confirmed device malfunction and continued high glucose despite pump use, after which control improved with subcutaneous insulin. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.